Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) is broken and the fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green/ purple image due to the r-unit is broken and the fibre bonding in the outer tube area (distal end) is damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had screen turn green/purple. The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had screen turn green/purple. The issue occurred during an unspecified procedure there were no reports of patient harm.